Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. One scissored clip was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, one clip with gap was formed and one clip was ejected and five clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as to what may have caused the formation of the scissored clip and the clip with gap.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was spitting of clips, bowed clips proximal and scissored clips. A competitive product was used to complete the procedure. There were no adverse consequences for the patient.